Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead was suspected to be fractured. The device was programed to vvi mode and the patient was then scheduled for lead revision. The physician performed venogram of the left subclavian and found out that the left side of the patient had been occluded. It was then decided that new leads will be implanted on the right side to ensure proper function of the device. Additional information was received indicating that lead fracture could not be confirmed. Moreover, device testing showed no out of range measurements after implant of the new leads. This ra lead was surgically abandoned. No additional adverse patient effects were reported.